Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 7/31/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in the original package box. The plunger was observed advanced and locked. No amount of viscoelastic was observed inside the cartridge. No molding, coating, and/or assembly issue were observed. Inspection at 10x microscope magnification was performed. The lens was delivered and was observed stuck and torn at the cartridge tip and overridden by the pushrod. The cartridge tip was observed broken. The reported complaint was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol), it got stuck before it came out from the cartridge tip. The tip of the plunger (rod) came out through the side of the cartridge tip. The cartridge tip was torn. No patient injury. Another iol was implanted successfully. No additional information was provided to abbott medical optics.